Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she had notified her healthcare provider and appointment on (B)(6) 2016 was noted. It was indicated that the surgery on (B)(6) 2016 related to the device and it was for implanting the device. The cause of loss of stim was unknown and it has not been resolved. The steps taken to resolve loss of stim and symptom relief were changing the battery.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. In (B)(6) 2016, she stopped getting symptom relief, her symptoms were doing bad, and she didn't feel any stimulation. Therapy was on and set on 4.3 volts. She increased the setting to 4.8 volts but still didn't feel any stimulation. The patient had surgery on (B)(6) 2016 and didn't know if it was related to the issues she had reported. There were no traumas or falls that could be related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.